Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple errors, it stopped working and had black screen. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and reported that they were able to clear and rewind the insulin pump. The customer was reported that the unexpected restart alarm was occurred shortly after inserting a new battery. The insulin pump will not be returned for analysis.